Event description:
A surgeon has reported that a memory lens implanted in the eye of a patient on 03/2000 hassince opacified. Several requests have been made to obtain additional information. No further information is available at the time of this report.